Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used fro treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed ona supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report state that there are no significant trends.

Event description:
Report provided by the end user states that they have experienced difficulty removing the wafer from the skin after 2 days of wear. The end user uses an adhesive remover and protective barrier along with soap and moisturizer. The tear to the skin was located immediately below the stoma under the mass and has healed. Appliance change procedure and wear time were reviewed with the end user. Samples were sent of adhesive remover and with protective barrier. The end users subsequent outcome was not reported.